Event description:
It was reported that the user misplaced the ilet pump, the device had no insulin loaded and emitted low-insulin beeps that were insufficient to locate it, and the user remained off therapy until the pump was found, during which blood glucose rose to 272 mg/dl before returning to range after reconnection. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin therapy with return to normal operation after the device was located and therapy resumed. Investigation included user troubleshooting and education conducted by support. Investigation of this case revealed that the event was associated with use without available insulin and a lost device that was later recovered, with no device malfunction identified. It was concluded that the hyperglycemia had an unclear cause relative to device performance, with user-related circumstances contributory and no reportable device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.